Event description:
It was reported that the right atrial (ra) lead had fractured. The lead was initially reprogrammed and later partially explanted and replaced. No patient complications have been reported as a result of this event.